Manufacturer narrative:
(B)(4). The actual sample was returned for evaluation. The sample was visually inspected with no issues noted. The sample also passed all function testing with no issues noted. Sample analysis determined the product met all specifications and the cause of the reported issue was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in line/set). This event occurred during dwell cycle four of six of peritoneal dialysis therapy while the patient was connected. There was nothing found during troubleshooting that could have caused or contributed to the reported alarm. The technical service representative assisted the caregiver in clearing the alarm and advised the caregiver to finish therapy with manual supplies or restart with new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.